Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of information received on the remote transmission was reviewed by qualified personnel. It was found that there was an episode of t-wave oversensing (twos) on the right ventricular (rv) lead that had occurred three years ago. The rv lead remained in use. No patient complications have been reported as a result of this event.